Manufacturer narrative:
(B)(6). (B)(4). Device evaluation: the field service engineer (fse) was dispatched to evaluate the system and could not identify any issues. The unit complied with all factory settings. Manufacturing record review: a record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigation associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for the system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during cataract surgery the system showed an unbelievable surge. The doctor was unable to complete the patient's surgery. Follow-up revealed that troubleshooting the issue by replacing the tubing pack and the balanced salt solution (bss) did not fix the problem. Therefore, the surgery was converted to extracapsular during which a vitrectomy was performed and the incision was enlarged. The doctor noted damage to the endothelium; however, the surgery was completed successfully. The patient outcome was provided as corneal astigmatism a little bit elevated. No further information was provided.